Event description:
It was reported that during an unknown procedure, an air leak occurred. It seemed like the leak came from the sealing part. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.